Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found error e216 (scope communication error) was found due to fluid invasion at the scope conn and after aeration image is distorted. The distal end plastic cover had dent and scratches. The adhesive rubber was stretched. The adhesive rubber glue was chipped, lifted, and scratched. The objective lens had cracked glue, and the forceps passage and the brush passage both was restricted. The bending section passed the electrical continuity test. The charged coupled device shrink tube had a tear. The insertion tube required scratches and heavy dent underneath the boot. The scope connector had fluid and was wet and was dry after aeration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the flex video scope exhibited an error on the screen showing connection error and no image (unrestorable-error code). The reported issue occurred during inspection. There was also interference (snow) observed on the screen making it difficult to view. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that there was a continuity abnormality due to water seepage inside the scope connector, damage to the board, damage to the image sensor unit, etc.... The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.